Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however, as the device was not returned for analysis this cannot be confirmed. The investigation determined a conclusive cause for the reported leak difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from returning to not returning.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in an unknown vessel. Two copilot bleed back control valve's (bbcv) were noted to be leaking saline out the cap when in the release position. The copilots were replaced with a non-abbott device and the procedure was completed. There were no reported adverse patient sequela and no clinically significant delay. No additional information was provided